Event description:
It was reported that during use with an unspecified amount of bd vacutainer® urine complete cup kit the cups are underfilling. The patient had to be recollected. The following information was provided by the initial reporter: customer is reporting that urine cups are not filling vacutainer tubes sufficiently. Happening across different tube types and lot numbers so issue seems to be with cups.

Manufacturer narrative:
H.6. Investigation summary: bd received 8 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® urine complete cup kit the cups are underfilling. The patient had to be recollected. The following information was provided by the initial reporter: customer is reporting that urine cups are not filling vacutainer tubes sufficiently. Happening across different tube types and lot numbers so issue seems to be with cups.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.